Manufacturer narrative:
This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received info that his subcutaneous implantable cardioverter defibrillator (s-ICD) was admitting tones and the pt came in for a device f/u. Interrogation of the s-ICD revealed a battery depletion (bd) alert. The pt had been admitted in another hospital for an MRI; however, the procedure was stopped as this s-ICD was emitting tones. Post MRI, the device was checked and the battery percentage was 33%. Two months later, the percentage had decreased to 29% and was now at 27% currently. The pt was hospitalized and a memory download was performed and sent to boston scientific technical services (ts) for review. A ts consultant discussed that the battery did appear to be depleting faster than expected and that the device should be replaced within two weeks. Add'l info was reported that the s-ICD was explanted and will be returned for lab analysis. No add'l adverse pt effects were reported.